Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer had been using trusteel infusion set for over 48 hours. Tandem technical support informed the customer that using trusteel infusion set longer than 48 hours is considered off label per the tandem user guide. The customer resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.